Event description:
Urokinase drip (500 cc bag) set at 46 cc/hour. Entire volume of bag infused in 5 hours. Following event, patient placed on plain IV fluids. Coagulation studies done. Coagulation study results returned to normal within six hours.the ivac 260 controllers will no longer be used in the administration of IV's containing medications other than vitaminsdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: use of all similar devices stopped permanently, other. Invalid data - on device destroyed/disposed of status.